Event description:
An anesthetized pt undergoing spinal surgery, after two hours in the prone position, was moved to a supine position. Shortly thereafter, the attending physician noticed that the pt was not being properly ventilated due to an apparent flow restriction in the breathing circuit. The filter was removed and normal ventilation resumed. There were no adverse sequelae reported as a result of this event.